Event description:
It was reported the pt ((B)(6)) was to receive bilateral dbs leads. During the procedure, the stylet broke inside of the second lead: hence, the bilateral implantation could not be completed. The physician reported the lead's diameter seems to be bigger than 1.4 mm as he had difficulties inserting the lead into the stereotaxic frame's cannula. There were no noted adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.